Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a blank display. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information:  baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported "no display". The cause was determined to be a failing liquid crystal device (lcd) flex to be unseated from the input/output (I/o) processor printed circuit board (pcb). The flex was reseated to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.